Event description:
The reporter indicated that a 13.2mm, -9.00 diopter implantable collamer lens was implanted into the patient's right eye (od). Excessive vault was observed 1 day post op, lens repositioning/rotation was performed and the problem was resolved. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).